Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings to pull the tampon out are frayed [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are frayed. No injury reported.

Event description:
Strings to pull the tampon out are frayed [device breakage] , probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings are frayed. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.